Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the clip opened while locked. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 3. The clip delivery system (cds) was advanced to the mitral valve and grasping achieved. While establishing final arm angle (efaa), the clip opened. Efaa was attempted two more times however the clip opened. The clip was not implanted, and the cds was removed and replaced. A new cds was used to complete the procedure. One clip was implanted, reducing the mr to 1. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
Internal file number (B)(4). Evaluation summary: all available information was investigated, and the reported mechanical issue was not confirmed during return device analysis. A review of the lot history record revealed no manufacturing nonconformities to the reported lot that would have contribute to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and a definitive cause for the reported mechanical issue (clip open - efaa) could not be determined in this incident. There is no indication of a product quality issue with respect to manufacture, design or labeling.